Manufacturer narrative:
The reported event, there is a liquid substance on the battery, was confirmed. Device was placed in parts retention.

Event description:
It was reported that fluid is leaking out of the battery at user facility. Upon follow up, the user facility was not able to provide any further information regarding the reported event.